Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 5. The patient's ultrafiltration reading was 1549ml, indicating the home patient (hp) drained 1549ml more than their programmed fill volume of 1500ml. This information meets iipv criteria. No patient injury or medical intervention was reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Additional information: product surveillance left a detailed message with the nurse on (B)(6) 2011 to notify her of this event that was found during evaluation. Product surveillance advised to call should she have any questions. No further information is available. Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to the increased intra-peritoneal volume (iipv) that was discovered during evaluation. Based on a review of all available therapy log data, the cause of the iipv was determined to be insufficient drain / use error as the tidal ultrafiltration removal was set too low. The device history record was reviewed and no issues were identified that may have contributed to the iipv. A service history review revealed no previous service events were related to the iipv. Labeling review found labeling ot be adequate for the user error identified in this report. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).